Manufacturer narrative:
Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th, 19th and 20th distal stent segments with struts raised and overlapping. Slight deformation was noted to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified mid lad lesion with moderate tortuosity and 90% stenosis. No damage was noted to the device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. During the procedure, the device did not pass through a previously implanted stent. Resistance was encountered during delivery. It was reported that the device would not cross the lesion and stent strut damage was noted when the system was pulled back . No patient injury reported. Procedure was completed with another device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.